Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("small perforation of essure device on right fallopian tube at the cornea") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic adhesions, parity 2 and gravida ii in 2021. As concurrent condition the report mentioned abnormal uterine bleeding since 2021. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.342 kg/sqm. [Pathology test] on (B)(6) 2021: a. Uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomies: secretory endometrium. Cervix and fallopian tube with no specific pathologic change. Clinical history: adenomyosis abnormal uterine bleeding gross description : fibroids: no fibroids are present. Identified at both cornus are portions of gray-white metal consistent with probable essure devices. Tubes: the right tube is purple pink rubbery fimbriated measuring 7.5 x 0.7 cm. Sectioning demonstrates pink-white to pink-purple cut surfaces with a pinpoint lumen and additional portions of gray-white metal consistent with essure device. The left tube is pink-white to pinkpurple rubbery fimbriated measuring 6.3 x 0.77 cm. Sectioning demonstrates pink white cut surfaces with a pinpoint lumen and additional portions of essure device. [Ultrasound scan] on (B)(6) 2021: possible adenomyosis lot number (a46114) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-nov-2023: quality safety evaluation of ptc. We received an invalid lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("small perforation of essure device on right fallopian tube at the cornea") in a 32 year-old female patient who had essure inserted (lot no. A46114) for female sterilisation. The patient had a medical history of pelvic adhesions, parity 2 and gravida ii in 2021. As concurrent condition the report mentioned abnormal uterine bleeding since 2021. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy, cystoscopy). The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.342 kg/sqm. [Pathology test] on (B)(6) 2021: a. Uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomies: secretory endometrium. Cervix and fallopian tube with no specific pathologic change. Clinical history: adenomyosis abnormal uterine bleeding gross description : fibroids: no fibroids are present. Identified at both cornus are portions of gray-white metal consistent with probable essure devices. Tubes: the right tube is purple pink rubbery fimbriated measuring 7.5 x 0.7 cm. Sectioning demonstrates pink-white to pink-purple cut surfaces with a pinpoint lumen and additional portions of gray-white metal consistent with essure device. The left tube is pink-white to pinkpurple rubbery fimbriated measuring 6.3 x 0.77 cm. Sectioning demonstrates pink white cut surfaces with a pinpoint lumen and additional portions of essure device. [Ultrasound scan] on (B)(6) 2021: possible adenomyosis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.